Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: pump reboots were observed in the black box. The battery cap was not returned with the pump. A test cap was used for testing purposes. Test battery cap attaches securely to pump. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage was found to the power circuit. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.